Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was unconfirmed. The DHR review is not required as it indicates that the reported issue was unconfirmed and not a manufacturing or supplier related failure. The reported event is unconfirmed, therefore the labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device had no flow. Per follow up information received via email on 31jan2024. Device will be sent in for a bd-approved facility for evaluation. No patient involvement. Per sample evaluation results on 02apr2024, it was reported that they found cracks on the level sensor.

Event description:
It was reported that the arctic sun device had no flow. Per follow up information received via email on 31jan2024. Device will be sent in for a bd-approved facility for evaluation. No patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.